Event description:
Reporter alleged obtaining a discrepant blood glucose result of 77 mg/dl back to back with a result of 52 mg/dl on the inform system when testing was performed less than 10 mins apart of a neonate. Reporter alleged that at a different time, another discrepant blood glucose result of 84 mg/dl was obtained back to back with a result of 62 mg/dl on the same neonate using the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.